Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional is fractured.

Manufacturer narrative:
Device was received with crack on the lateral side of the post, all pieces were returned. Per indicates that the surgeon lightly struck the tasp with a mallet. This device is used for treatment. A complaint history review was performed indicated no additional complaints for lot. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.

Event description:
It is now reported that the devices were tapped with a mallet during surgery, and the device was discovered to be cracked. A different device was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of the device history record and receiving inspection report identified no deviations or anomalies. Visual examination concludes that the returned device is fractured, where all the pieces are returned and has some type of cosmetic damage like nicks, gouges, dents, scratches. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 1 years 8 months before it fractured, which was manufactured in sep 2014 and has been used in an unknown number of surgeries. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasps in this complaint were manufactured before the design modification. Reported information states that the surgical technique was not followed during use of this device as the product was hit by mallet. It is likely that the device fractured because the product was mishandled.